Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated a iab optical sensor failure alarm. The console was working using ECG (electrocardiogram) trigger. No bp (blood pressure) displayed. The customer was able to monitor the central lumen via the transducer. The fo (fiber optic) cable disconnected. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated a iab optical sensor failure alarm. The console was working using ECG (electrocardiogram) trigger. No bp (blood pressure) displayed. The customer was able to monitor the central lumen via the transducer. The fo (fiber optic) cable disconnected. There was no reported injury to the patient.